Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Device logs were not available for review. Our field service engineer investigated the system on-site and confirmed the issue. The peep membrane in the patient cassette was replaced, which initially resolved the problem. However, the issue recurred after two days, prompting further service intervention. As a result, the fse replaced both the inspiratory pressure transducer and the expiratory channel pcb. This incident is documented in mfg report number: 8010042-2025-0000211.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that during patient treatment, the measured peep pressure was higher than set. There was no patient harm. Manufacturer's reference number: (B)(4).